Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Device not returned.

Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue. It was also reported that a cartridge alarm occurred during the load sequence. Customer loaded a new cartridge to resolve the issue. The customer also reported a blood glucose level of "high" on cgm. Reportedly, the customer was using their cartridge beyond labeling. The high bg was addressed with a correction bolus via the pump.